Manufacturer narrative:
The patient received a prodisc c us implant on an unknown date. The patient was diagnosed for a removal procedure and conversion to acdf around (B)(6) 2021. The removal procedure was scheduled for (B)(6) 2021, but this case was cancelled on (B)(6) 2021 with no rescheduled date. The reason for the cancellation is unknown. The reason for the surgical intervention is unknown with no indication from the surgeon. There has been no indications of patient complications or symptoms. Patient imaging was provided showing the prodisc c device is positioned anterior of the vertebral midline in a lateral view. This led to a conservative assumption that surgical intervention would be rescheduled at a later date to prevent serious injury. The prodisc c face and anterior keel appear even with the anterior face of the disc space. It is unknown if this was the original positioning at implantation or the device migrated post operatively to this position. DHR review could not be completed as part and lot numbers were not provided and could not be traced. Complaint trending determined the rate of complaints was within acceptable limits. Associated risks were identified in the prodisc c us design fmea. No device was returned for evaluation. At the time of this submission the device remains implanted in the patient. Due to the time delay between the date of awareness and the scheduled procedure, this MDR must be submitted prior to completion of the surgical intervention. A follow up submission will be completed if the removal procedure goes ahead as scheduled. This is submission 1 of 1 for 1 of 1 devices involved.

Event description:
A patient with a prodisc c us implant has been diagnosed and scheduled for a removal/explantation procedure on (B)(6) 2021. The scheduled removal was cancelled and not performed. There has been no reschedule date provided. The patient was diagnosed with an unknown condition requiring surgical intervention around (B)(6) 2021. The exact date is unknown. The patient imaging taken on an unknown date shows the implant positioned at the anterior face of the disc space. This positioning is most likely the reason for surgical intervention; however, no specific reason for the scheduled removal has been provided. The positioning may be from initial implantation or the result of device migration post operatively. Patient complications and/or symptoms have not been indicated.